Event description:
The account alleged the brakes do not hold when engaged. No injury reported.

Manufacturer narrative:
The account tried to adjust the brake casters but the issue returned. The account replaced the brake casters to resolve this issue.